Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient experienced internal bleeding and a hematoma. According to the investigator, the event was caused by crt-implantation and concomitant medication with eliquis. Treatment with eliquis was paused and physical examination was done. No further information was provided. Should additional information be provided, this file will be updated.